Manufacturer narrative:
The alleged trs-vats-15 is not expected to be returned for evaluation and review and no photographs were provided. The complaint of broken device is unable to be verified and a root cause cannot be established. The manufacturing documents from the device history record have been reviewed with special attention to the manufacturing and inspection of the product. The product released for distribution were found to have met all specifications prior to shipment. This is the only complaint for this lot number and failure mode within the past two years. A two-year review of complaint history revealed there has been 13 complaints regarding 16 devices for this device family and failure mode. During the same time frame 283,634 devices have been manufactured and shipped worldwide. Should all the complaint devices have been found confirmed, the rate of failure would be .00006. Per the instructions for use, the user is advised the following; only physicians trained in the techniques of laparoscopic or minimally invasive surgery and the use of retrieval bags to remove tissue should use the product. The anchor tissue retrieval system is for single patient use only and should not be re-sterilized. The ability to effectively clean and reuse this single use device has not been established and subsequent re-use may adversely affect the performance, safety and/or stability of the device. The use of morcellators within the anchor tissue retrieval system has not been evaluated. The anchor tissue retrieval system is not recommended for use with power morcellators. Care should be taken when using sharp and electrosurgical devices. Note the size of the trocar when removing a specimen through the trocar cannula and seal system. If required, enlarge the port site to aid in the removal of the anchor tissue retrieval system. This issue will continue to be monitored through the complaint system to assure patient safety.

Manufacturer narrative:
This issue will continue to be monitored through the complaint system to assure patient safety.

Manufacturer narrative:
The product is not expected to be returned, however the complaint investigation is ongoing. A supplemental and final report will be filed following the completion of the complaint investigation. This issue will continue to be monitored through the complaint system to assure patient safety.

Event description:
The medwatch reported the patient was undergoing a right video-assisted thoracoscopic surgery (vats), lysis of adhesions, bulla resection x2, mechanical pleurodesis, pleural biopsy, removal of diaphragm adhesion. There were 2 areas of the big bulla in the chest. Multiple firings of a 60 blue ethicon stapler were used and when the tissue retrieval system, trs-vats- 15 was used to obtain the specimen, the bag split open. They were removing the bag through the incision, there was no tension deploying the bag, the specimen was of normal size and the team was familiar with the usage of the bag. Another tissue retrieval system was obtained, and the specimen was placed in a bag and removed from the chest. No harm came to the patient. The bag will not be returned per the facility risk management department. This report is being raised based on device malfunction with potential for injury upon reoccurrence.